Manufacturer narrative:
The reported complaint of "the thermogard console (sn:(B)(6) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the review of the event logs and during functional testing. The root cause of the tcmid:05 error was the defective lm 34 temperature sensor, as a result of a defective component. The reported complaint of "the thermogard console (sn: (B)(6) displayed tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages" was confirmed based on the review of the event logs but was not confirmed during functional testing. The root cause of both the tcmid:06 and tcmid:08 errors was also determined to be the defective lm 34 temperature sensor, which was likely causing the console to display the tcmid:06 and tcmid:08 error messages intermittently. Visual inspection of the thermogard console was performed, and no issue was found. The event logs were reviewed and tcmid:05, tcmid:06, and tcmid:08 error messages were observed to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event logs showed multiple tcmid:01 (pump failed) error messages to have occurred around the customer's reported event date. The tcmid:01 error was reproduced during burn-in functional testing. The thermogard xp ivtm system passed the initial functional testing. However, the thermogard system failed burn-in functional testing due to the tcmid:05 error message; thus, confirming the reported complaint. The cause was the defective lm 34 temperature sensor, which most likely also caused the console to display the tcmid:06 and tcmid:08 error messages intermittently, as observed in the event logs. The defective lm 34 temperature sensor was replaced to remedy the faults. During further burn-in functional testing, the thermogard system displayed a tcmid:01 error message. The root cause of the tcmid:01 error was the defective input/output printed circuit board (I/o pcb), which failed to send power supply to the motor driver (24 vdc). Subsequently, the pump rotor did not turn, and the console displayed the tcmid:01 error message. The defective I/o printed circuit board assembly (pca) was replaced to remedy the fault. Unrelated to the reported complaint, it was noted that one of the leds on the air trap sensor board was defective and would not lit. The air trap sensor block assembly was replaced to address the issue. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn: (B)(4)) displayed tcmid:05 (coolant diff failure), tcmid:06 (ce post failure), and tcmid:08 (coolant temp low) error messages. Another thermogard console was used to continue and complete the treatment successfully. No consequences or impact to the patient. The console was inspected on-site, and the error messages were cleared. However, when the console was turned back on, after running for 5 minutes, the same error messages were displayed again.